Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 26-feb-2026. The leakage was at the site. No further information available.